Event description:
It was initially reported by the nurse that the pt is being implanted with a vital stimulator to stimulate pt's vocal cord. She stated that the pt has left vocal cord paralysis after his second vns implant. Pt had a gall bladder surgery and after that he developed a respiratory failure and vocal cord paralysis. She felt that some of this might have been due to his vns. Good faith attempts made with the physician have been unsuccessful till date. The cause of events is unk at this time.